Manufacturer narrative:
Evaluation summary: one e3305 was received and evaluation of the returned device confirmed the reported condition that the device was latched on/self-keying. Visual inspection found no defects. The device was plugged into a 40k-ohm test box with unsatisfactory results. It immediately began activating without touching the activation button. The product engineering evaluating the product disassembled the device and determined there were no defects with the any of the device's components. The investigation was not able to identify any issues related to manufacturing or the supplier that might have contributed to the observed condition. The investigation could not determine the root cause of the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the device has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the button on the device which allows you to suction or coagulate stays in coagulate mode. The issue resulted in unintended burning of tissue.